Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in pacing thresholds. The increase led to loss of capture, but no asystole greater than 2 seconds was observed. The physician attempted to reposition the lead, but could not find satisfactory thresholds, so the lead was surgically abandoned and replaced. The physician suspected the patient had an infarct which caused the high pacing thresholds. No additional adverse patient effects were reported.